Event description:
It was reported the physician placed a percutaneous endoscopic gastrostomy feeding tube in a pt. During the advancement of the device through the incision the feeding tube detached from the dilater connector and remained in the pt's stomach. The feeding tube was immediately retrieved with hemostats. Another MFR's device was placed successfully and the pt is in stable condition. Info on the physician's technique is unavailable. However. Co recommend making a 1 cm cut through the skin. Co's instructions for use include the following "caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia."